Manufacturer narrative:
On 10/18/2019, the product investigation was completed. Device investigation summary: during examination of the sample, it was observed a crease on the posterior aspect. A tear measuring approximately 0.2 cm was discovered within the crease on the posterior aspect. No other anomalies were found. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: (left) 500cc mentor smooth round high profile saline catalog: 3503500 lot: 5661934 sn: (B)(4). Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor asr reference number (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with a 460cc mentor smooth round high profile saline breast prosthesis on the right side, suffered deflation post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2018. This report contains supplemental information for mentor asr reference number (B)(4).